Manufacturer narrative:
Reported event of premature battery depletion was confirmed. Upon receipt, the device was at end of service level (eos). The device was cut open to enable further testing, which confirmed that the battery voltage was at end of service level. A longevity calculation was performed and found that the battery depletion was premature. The device was tested with a new battery, which indicated normal device characteristics. The failure mode was reproduced and indicated a hybrid anomaly.

Event description:
New information noted that the device was explanted on (B)(6) 2025 because eri was reached after only 13 months. There were no patient consequences.

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. It was discovered that there were 104 manual transmissions that had been initiated by the patient since implantation date. No intervention was performed. There were no patient consequences.